Manufacturer narrative:
Continuation of d10: product ID a820, product type software. Product ID hh9020tdd, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal morphine (unknown) via an implantable pump for non-malignant pain. The patient stated the handset was stopping at about 90% and they had to wait about 5 minutes for it to finish. This had been going on for about 7 months now. Patient stated they were just at her pain pump doctor and they told her to call medtronic services to send an update to the pump. Agent walked patient through clearing the data. The troubleshooting steps that were taken on the call resolved the issue. The patient boluses: 5/day (depends on patient preference).